Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, prior to the end of the case, it was noticed that a piece of the needle was missing. The device component fell into the cavity of the patient. A cystoscopy was done and the needle was found in the bladder that was removed with a laparoscopic grasper.